Manufacturer narrative:
Device not received stuck in manufacturing mode unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the plastic keeps falling at the reservoir. The customer¿s blood glucose level was 396 mg/dl. The insulin pump will not be returned for analysis.